Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- the joystick is missing the inductive knob. The inductive shaft, boot, and skirt are covered with duct tape, and there is tape residue on the inductive boot and this could have contributed to the complaint. There are impact mark on the front of the joystick, and scratches along the side of the joystick. Functional observation- the joystick powered up, functioned, and drove in all directions. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging when the joystick was tested, but the duct tape on the inductive shirt and shaft could have contributed to the complaint. Also the controller was not returned and the programming could not be checked to see if the complaint could be caused by the programming. Complaint of "chair will accelerate on the customer spontaneously" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Controller/joystick/options, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual observation- the joystick is missing the inductive knob. The inductive shaft, boot, and skirt are covered with duct tape, and there is tape residue on the inductive boot and this could have contributed to the complaint. There are impact mark on the front of the joystick, and scratches along the side of the joystick. Functional observation- the joystick powered up, functioned, and drove in all directions. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for surging when the joystick was tested, but the duct tape on the inductive shirt and shaft could have contributed to the complaint. Also the controller was not returned and the programming could not be checked to see if the complaint could be caused by the programming. The dealer states that the chair will accelerate on the customer spontaneously. The end user was in her bathroom and the chair accelerated forward which caused her bump her shins on the toilet. The consumer was in the background and stated she went to the doctor to get an x-ray and checked for blood clots, but the dealer denied her seeking medical treatment. Update from 10/19/2015: dealer states he can not confirm if end user went to the doctor but end user states she went to the doctor to get checked out and they did an x-ray to make sure nothing was broken and to make sure she didn't have any blood clots. Dealer serviced chair. No further information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the chair will accelerate on the customer spontaneously. The end user was in her bathroom and the chair accelerated forward which caused her bump her shins on the toilet. The consumer was in the background and stated she went to the doctor to get an x-ray and checked for blood clots, but the dealer denied her seeking medical treatment. Update from (B)(6) 2015: dealer states he can not confirm if end user went to the doctor but end user states she went to the doctor to get checked out and they did an x-ray to make sure nothing was broken and to make sure she didn't have any blood clots. Dealer serviced chair. No further information provided.